Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additionally it states, users are made aware of the risks associated with type ii. Endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment: on (B)(6) 2015 a patient underwent treatment of abdominal aortic aneurysm rupture with gore® excluder® aaa endoprostheses. On an unknown date, a type I endoleak was discovered. On (B)(6) 2017, the patient underwent a planned reintervention whereby an additional aortic endograft (manufacturer unknown) was implanted to treat the type I endoleak. The patient was discharged on (B)(6) 2017. (Captured event # (B)(6)). On (B)(6) 2017 the aneurysm measured 64 mm by cta. On (B)(6) 2018 the aneurysm measured 73 mm by ultrasound. On (B)(6) 2018 the aneurysm measured 74 mm by cta. On (B)(6) 2019 a type ii endoleak with sac expansion was discovered. On (B)(6) 2019 the patient underwent sac embolization.